Event description:
Patient revised to address polyethylene wear of bearings and patella.

Manufacturer narrative:
The products were not returned for examination. Product information required to retrieve the device history records for review was not provided. The investigation could not draw any conclusions about the reported event based on the lack of products to examine and insufficient information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.